Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the x-stage was binding up at the half-way point when extended. The representative removed the x-stage cover and adjusted the cover. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure the gantry on the imaging system would not fully extend. All other movements were working normally. There was no error message and the system was working as expected in all other aspects. There was no patient present when this issue was observed.